Event description:
The customer from italy reported that within 10 minutes, she obtained blood glucose readings of 10 mg/dl and 134 mg/dl with the contour meter. The customer did not show any symptoms of hypoglycemia. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer. Since the customer discarded the strips associated with the event, this report will be submitted under the meter information.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Manufacturer narrative:
The customer returned the suspected contour meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour test strips from lot # 1mj3b03a using a blood sample, which gave a satisfactory performance.